Manufacturer narrative:
The actual product involved with the incident reported will not be return; however, representative sample will be return. Method: the actual product involved with the incident reported will not be return. Results/conclusions: the actual product involved with the incident reported will not be return; however, representative sample will be return. No product evaluation can be performed at this moment. Relevant portions of the device history record were reviewed. Finished good product as well as the suture component were received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. Per additional information received it is uncertain if quill product was related to the incident reported. At the time of this report, samples have not been received. Upon receipt of samples a follow up report will be submitted once the evaluation is completed. Dehiscence is a known risk with any suture material. The most probable root cause for post operative infection and dehiscence can not be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. (B)(4).

Event description:
It was reported that: "dr. (B)(6) is reporting. It is a very odd scenario in that the patients did not show any signs of infection or any problem until around week 4 post op. All of the problem appears to be more superficial." (B)(4).